Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 406mg/dl at the time of the incident. The customer treated with syringes and declined troubleshooting for the high blood glucose readings. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump on hand when they walked through a body scanner. The customer was assisted in performing a pump rewind was unable to rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm low reservoir alarm due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corner, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.